Event description:
It was reported that a malfunction alarm occurred with the code malf 0. There was no adverse impact to the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer was informed to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.